Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test and a visual inspection was performed to further investigate the reported issue. Investigation found the device alarming, "cassette not attached properly." The root cause was unidentified. The dso will be replaced to correct the issue.

Event description:
Information was received regarding an unspecified cadd pump. It was reported that the pump became defective after a leaking administration set. Homecare needed to go to patient's house to change administration set and pump. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further information is available.